Manufacturer narrative:
13-jan-2022 case update: the reporter informed the company that the product has been discarded.

Event description:
A store reported via phone that a consumer mentioned that the head on their oral-b vitality rechargeable toothbrush type 3710 became loose when the device vibrated. No injury was reported.